Event description:
As reported by the user facility: detailed inquiry description. Catheter sheared and broke off about 6 cm from distal tip. Tip and anything in the patient was safely removed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.